Event description:
It was reported that after a right transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke. There was no reported intervention. An enroute transcarotid neuroprotection system was selected for use in the right sided tcar procedure. Prior to the tcar procedure, the patient was symptomatic from a stroke that occurred on (B)(6) 2025 following a non-st-segment elevation myocardial infarction (nstemi) and coronary artery bypass grafting (CABG) on (B)(6) 2025. After the tacr procedure, the patient experienced minimal movement of their left extremities. An emergent computed tomography (CT) was performed which did not show any abnormalities. However, the following day, magnetic resonance imaging (MRI) revealed micro emboli. The patient's symptoms have not completely resolved and no intervention was performed.